Event description:
Procedure: colectomy. According to the reporter: the suture of the pursestring broke under tension. The problem was corrected by over-sewing and having a drain placed. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no blood loss of 500cc or more. There was an extension of surgical time over 30 minutes. The patient required extended hospital stay.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2014.